Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced abdominal wall necrotizing skin and soft tissue infection, fistula, adhesions, and hernia recurrence. Post-operative patient treatment included debridement of infected tissues, lysis of adhesions, small bowel resection and anastomosis, hernia repair, component separation and gastrostomy tube.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced abdominal wall necrotizing skin and soft tissue infection, fistula, abscessed tissues, adhesions, and hernia recurrence. Post-operative patient treatment included debridement of infected tissues, lysis of adhesions, small bowel resection and anastomosis, hernia repair, component separation and gastrostomy tube.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced abdominal wall necrotizing skin and soft tissue infection, fistula, abscessed tissues, adhesions, pain, mesh migration, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, mesh deformation, and hernia recurrence. Post-operative patient treatment included debridement of infected tissues, lysis of adhesions, small bowel resection and anastomosis, hernia repair, component separation and gastrostomy tube.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced severe abdominal cramps, obstruction, foreign body reaction, granuloma, suture erosion, abdominal wall necrotizing skin and soft tissue infection, fistula, abscessed tissues, adhesions, pain, mesh migration, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, mesh deformation, and hernia recurrence. Post-operative patient treatment included medication, partial removal of mesh, exploratory laparotomy, debridement of infected tissues, lysis of adhesions, small bowel resection and anastomosis, gastronomy tube, hernia repair with bilateral component separation and creation of myocutaneous flaps.

Manufacturer narrative:
Correction: b5, g3, h6 (removed rfr and fdd codes for device torn, added patient code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: g3, h6 (added patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b7, g1, g3, h6 (patient codes and device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced obstruction, foreign body reaction, granuloma, suture erosion, abdominal wall necrotizing skin and soft tissue infection, fistula, abscessed tissues, adhesions, pain, mesh migration, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, mesh deformation, and hernia recurrence. Post-operative patient treatment included medication, partial removal of mesh, exploratory laparotomy, debridement of infected tissues, lysis of adhesions, small bowel resection and anastomosis, gastronomy tube, hernia repair with bilateral component separation and creation of myocutaneous flaps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced severe abdominal cramps, obstruction, foreign body reaction, granuloma, suture erosion, abdominal wall necrotizing skin and soft tissue infection, fistula, abscessed tissues, adhesions, pain, mesh migration, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, mesh deformation, hematoma, fluid collection, cellulitis, abdominal wall diastases, enteritis, abdominal pain, bulge in abdomen, cramping with spasm of abdomen, and hernia recurrence. Post-operative patient treatment included medication, removal of mesh, exploratory laparotomy, debridement of infected tissues, lysis of adhesions, small bowel resection and anastomosis, gastronomy tube, hernia repair with bilateral component separation, CT scan, hospitalized, drains placed, extraction of a large segment of nylon suture, and creation of myocutaneous flaps.

Manufacturer narrative:
Additional information: g1 (manufacturer). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.